Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -2.0/2.0/160 into the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a same model and longer length lens on (B)(6) 2023 due to low vaulting and refractive change overtime. Reportedly the status of the eye is "all fine". No injury reported. Additional information provided states " patient is happy". The cause of the event is unknown. H6: 2199 corrected to 4629. 4117 no longer applies. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -02.00/+2.0/160 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6)2017. The complaint was low vaulting and refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b:unk h6: health impact- clinical code: 4581 - refractive change overtime h6 - work order search: no similar complaint was reported for units within the same lot. Claim(B)(4).